Manufacturer narrative:
(B)(4). Batch # unknown. Only event year is known: 2019. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We do know that the event occurred on (B)(6) with dr. (B)(6). What was the product code of the device? We would like to know what procedure was being performed and how the device was removed from the tissue. Were the jaws eventually able to be opened.

Event description:
It was reported that during an unknown procedure that the first part of the cutter will work but the trigger will not work, so we can't take it out. No other information is known.